Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint of peeling in a metal area of the device. The evaluation found that the teflon pad was split and lifted off, exposing metal underneath the pad. The evaluation also found char marks on the teflon pad and on the probe. Based on similar reports, a potential cause for the damage to the teflon pad and char on the probe is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during an unknown procedure, the metal of the device was peeling back. It was reported that site personnel perceived that the device was grabbing too much tissue during the procedure. There was no reported patient injury or device fragment into the patient. The intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from medwatch (B)(4). Olympus was notified of medwatch report (B)(4), which was filed by the customer. Additional information from the medwatch states that the patient was a (B)(6) year old female, and that the procedure was completed with a new similar thunderbeat device.